Manufacturer narrative:
Model #: it is corrected from "icm120v4" to unk. Article stated that the surgeon implanted icl implantable collamer lens in a patient's eye. The lens was explanted with cataract extraction and intraocular lens placement due to an anterior subcapsular cataract (asc). Patient reported vision as fair or worse primarily due to cataract. Patient was considered to be "outside of FDA guidelines" because acd < 3 mm and age > (B)(6) years. No further information is available. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Serial number, expiration date: unk. The product is manufactured in the us, but not marketed in the us. (B)(4). Off-label use (over 45 years of age at time of implant, anterior endothelium chamber depth < 3.0mm). (B)(4).

Event description:
Article stated that the surgeon implanted an icm120v4 implantable collamer lens into the patient's eye. The lens was extracted with cataract extraction and iol placement due to an anterior subcapsular cataract (asc). Patient reported vision as fair or worse due primarily to cataract. Patient was considered to be "outside of FDA guidelines" because of acd<3mm and age>45yrs. No further information is available.